Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report is filed july 19, 2016. Device currently unavail. For analysis.